Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was initially reported by the pt's neurologist that high impedance was observed during a diagnostics test. The pt was said to be doing well, and was not experiencing any adverse events. The neurologist indicated that the pt was playing with the device at a recent appointment, and could not rule out manipulation as the cause of the high impedance. Also, in (B)(6), the pt had a near drowning experience which resulted in the pt having a tracheotomy. The last known good diagnostics were performed in (B)(6) 2010. The exact results of the current diagnostics test which revealed high impedance are unk. Add'l info was received indicating that the pt's device has been disabled. X-rays have been taken, however, it is unclear if the x-rays will be sent to the MFR for review. The pt has been scheduled for revision surgery.